Event description:
A report from the field indicated that a lumbar hydrocehphalus shunt was tested prior to use in a patient, and the separated lumbar antechamber leaked. No patient injury/problem was reported.